Manufacturer narrative:
Date of event: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. During the procedure, the operator reported the "drain material" was "so damaged by concertina-ing". This device was removed due to the damage and replaced with a new device. The operator placed the second device with the "stiffener half pulled back" and did not come out "as easily as is usually expected". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Date of event: event occurred "sometime in the last 6 months." This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported to cook that two ultrathane mac-loc locking loop multipurpose drainage catheter had difficulty removing the flexible stiffener. Further communication with the user facility clarified that the total number of devices used in the past that experienced difficult removal and/or advancement is not known and the date of event was sometime over the last 6 months. This incident was reported by nhs lothian, in the united kingdom. The patient reportedly experienced no adverse effects as a result of this incident. A review of the instructions for use (IFU), manufacturing instructions, and quality control were conducted during the investigation. The complainant did not return the devices to cook for investigation. Due to this no dimensional analysis or physical/visual inspection could be completed. At this time, there is no evidence to suggest the device was manufactured out of specification. However, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The risks of this device are acceptable when weighed against the benefits. A device history record (DHR) review could not be performed due to no lot number being provided by the user facility. A search for additional complaints from the field on the complaint lot could also not be conducted due to lack of information. There is no evidence that there are non-conforming devices in house or in the field. The complaint device instructions for use (IFU) was also reviewed. It provides the following information to the user related to the reported failure mode: precautions: "when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. A tfe-coated wire guide must be used with ultrathane catheters. Catheters should be irrigated on a routine basis to ensure function.¿ instruction for use: catheter placement ¿2. Once the catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to form its configuration.¿ a CAPA has been initiated to investigate this failure mode/issue. Based on the information provided, no inspection of returned product and the results of the investigation, it was concluded that the main cause of the failure cannot be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.